Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
On 11/4/96, the pt had open heart surgery. An iab was inserted into the pt on 11/5/96. The iab was not augmenting so the dr removed the iab. When the iab was removed, blood and blood clots were noted inside the balloon. On 4/18/97, the following was rpt'd to datascope: the iab was inserted into the pt on 11/4/96. On 11/5/96 after iabp for 13 hours, the pump was not augmenting pressures. An examination indicated a possible balloon leak, and the balloon was removed. There were large blood clots discovered at the distal tip of the balloon. As a result of the event, there was a large hematoma at the insertion site prior to the discontinuation of the balloon. The contact stated that the pt went on to expire on 11/10/96. The contact stated. Event complications: none from the event - rpt'd 1/27/97; hematoma-rpt'd 4/18/97. Pt current status: expired 11/10-rpt'd 4/18.